Event description:
It was reported that patient presented for a routine follow-up experiencing pain at the implant site; a hematoma was discovered. The pocket was opened and flushed with antibiotics and was repositioned deeper into the pocket. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).